Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. An extended investigation was performed. Visual inspection has been performed on returned sensor and no issue was observed. The returned sensor was de-cased and visual inspection was performed on the sensor¿s pcba (printed circuit board assembly), glue was observed covering the poise voltage test points. The glue does not compromise the functionality of the sensor. However, it does prevent a poise voltage test being performed. Performed an smu (source measurement unit) test and poise voltage using connector key while in the sim vivo test fixture to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced "sweating, slight disorientation", and was unable to self-treat, requiring third-party treatment of "carbohydrates and sugars" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced "sweating, slight disorientation", and was unable to self-treat, requiring third-party treatment of "carbohydrates and sugars" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.